Manufacturer narrative:
Concomitant medical product : 310c31 tissue valve, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular arrhythmia episodes where the rhythm moved in and out of the various detection zones (noted by the cardiologist to be "fine vf"), which led to device undersensing and the withholding of detection and therapy delivery. Consequently the patient "coded" and was revived with cardiopulmonary resuscitation (CPR), then intubated. The patient was then noted to be alert, and the device sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.